Event description:
Information received from the field does not address the patient's clinical status but notes that one day post implant, the thresholds had increased from 0.75 v, 0.4 ms to 4.5 v, 0.4 ms. The output was increased to 7.5 v. It appeared on x-ray that the lead had moved and that slack on the lead was less than on the day of implant.